Event description:
A malfunction alarm occurred with the customer's insulin pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support arranged a replacement pump for the customer and instructed them to use multiple daily injections as backup therapy to ensure insulin delivery. The customer was advised on returning the faulty pump and properly putting it into storage mode.